Event description:
Reference MFR report number 3006705815-2019-01566.

Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report number 3006705815-2019-01566. It was reported that the patient experienced a fall after which the leads migrated. Lead migration was confirmed via x-rays. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire scs system was explanted.